Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm value was 77 mg/dl but the bg finger stick value was 577 mg/dl so the patient¿s husband called emergency medical services (ems). The patient was very thirsty, her blood pressure was low and had difficulty walking. The ambulance transported her to the hospital and she was admitted and treated with IV insulin. The patient could not remember other medications she received during her 3-day hospital stay. At discharge, although she felt weak, her condition was improving and her bg finger stick values were normal. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.